Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested the 30 degree endoscope plus and found no issues, was able to tilt smoothly between 30 degrees up and 30 degrees down. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided and fse¿s field evaluation. The fse found no tilt related issues with the endoscope and the fse¿s service visit did not reveal any issues related to the customer reported event. The reported issue is commonly associated with improper setup by the user, specifically involving the endoscope controller and/or the sterile adapter. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is not available.

Event description:
It was reported that during a da vinci-assisted surgical procedure that there were a few problems with the da vinci system. Last week, during two cases, the staff experienced issues with rotating the 30-degree endoscopes. When they pressed on the endoscope orientation on the touchpad, an audio tone was produced. The staff manually rotated the endoscopes by removing and reseating them, but the endoscopes would flip back to their original position. Despite this issue, both cases were completed successfully. The caller was unable to identify which arm the scopes were on when the issue occurred. Upon reviewing the logs, no errors related to the reported issue were found. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed with no reported injury. Intuitive surgical obtained additional information. There was no patient injury. There was no tissue damage. There was no instrument damage due to the excessive insertion.